Event description:
It was reported that cartridge for insulin pump appeared damaged, with fill rod and plunger looking different and some plungers in the box appearing flat while others appeared round, and caller noted that plunger barely pulled back. There was no reported impact to the customer¿s blood glucose level. Cartridge was not loaded onto pump or used for insulin delivery, and caller declined replacement and only requested that issue be documented, with no additional actions taken.